Event description:
During an iontophoresis electrode treatment administered with dexamethasone, a patient received a burn after completion of an extensor digitorum brevis (edb) tendinitis treatment. The burn, which occurred from the active electrode was approximately 1cm round in size. According to the physical therapist, the recommended treatment time of 40ma-minutes was not exceeded and the instructions for use were followed correctly. Dexamethasone, the prescribed drug is not sold with the electrode.